Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 6 was not sensing closed. A field service engineer (fse) removed rear panel from station and found magnet missing from the inseparable latch and removed the drawer from the station. Fse replaced the latch. Fse powered the station down and returned the drawer to the station. Fse plugged the drawer back in and powered the station back on. Fse launched the hardware testing application. Fse performed the final test and restarted the station issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer was failed. Customer tried to reboot and recovery the station, but issue persists. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.